Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon completed patient¿s intralase flap procedure in right eye without issue. When treating left eye there was a 106 main shutter error message that forced surgeon to re-dock and applanate the eye. Lost suction during raster pattern os and when attempting to re-dock and applanate another error message (galvo error) displayed not allowing completion of procedure. Surgeon aborted intralase completion. Patient returned on (B)(6) 2018 and flap was created successfully and excimer treatment was completed. Patient¿s post op best corrected visual acuity is 20/20 in left eye. This case is for the event of the suction loss while laser was firing. A separate report is being submitted for the intralase treatment that was interrupted and that was not able to be completed on the same day.

Manufacturer narrative:
Device evaluation: testing is unable to be completed since the product was already discarded. Therefore, no testing can be performed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60110297. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.